Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was placed higher than the targeted position. Upon removal of the delivery catheter system (dcs) the valve dislodged resulting in severe paravalvular leak (pvl). The valve was left in place, and a second valve (sn (B)(4)) was successfully implanted valve-in-valve resolving the ai. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out/dislodged include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, among other issues. In this case, it was reported that the valve dislodged upon removal of the delivery catheter system (dcs). The reported information does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions; in this case it was reported that the severe pvl was a result of the dislodged valve upon removal of the dcs.

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A supplemental report will be filed when the investigation is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.